Event description:
Alleged the side rail will not stay up. No latching.

Manufacturer narrative:
The technician found the side rail latching mechanism was not working. The technician replaced the right head side rail to repair the bed.